Manufacturer narrative:
H10: the actual device was not available; however, two photographs of the sample was provided for evaluation. During visual inspection, the product was found to be wet and a particulate matter was observed inside the header. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of one (1) unit of revaclear 400 during priming. There was no patient involvement. No additional information is available.